Event description:
The event involved an unspecified tubing set where it was reported that a leak appeared from the pop open valve near the top of the tubing during an infusion. The tubing set up was standard process sterile procedure to spike the bag and connect to IV fluid/ connectors to attached to patient line. The tubing was replaced. They had to switch to an alternate fluid as a replacement tpn could not be made at the time. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.